Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one (1) controller (B)(6) and two (2) batteries (B)(6) were returned for evaluation. One (1) controller ac adapter of unknown serial number and one (1) battery(B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several momentary disconnections involving (B)(6) and (B)(6) within the analyzed period. Momentary disconnections will result in an audible tone or 'beep' and does not result in any text being displayed on the controller screen. Analysis of the data log file revealed that the battery (B)(6) was allowed to deplete to 25% relative state of charge (rsoc) on (B)(6) 2021 at 01:45:38, which will trigger a low priority alarm on the controller display with the message "low battery¿. A low priority alarm will result in a solid yellow alarm indicator (triangle). This observation is likely related to the reported ¿unknown alarm¿. Review of alarm log file revealed a vad disconnect alarm logged on (B)(6) 2021 at 15:09:40, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or the reported controller exchange. As a result, the reported ¿unknown alarm¿ and intermittent beeps events were confirmed. However, the reported warm temperature on the controller, poor mechanical connection and no power event could not be confirmed. The associated batteries were lubricated prior to release. The most likely root cause of the reported beeps can b e attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported ¿unknown alarm¿ event can be attributed to the patient allowing the battery to deplete below 25% rsoc, resulting a low battery alarm. Additional products: controller ac adapter h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 battery d4: model #: 1650de / catalog #: 1650de / expiration date:31-mar-2021/ serial #: (B)(6) UDI #: (B)(4) , d10: yes, return date: 09-sep-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 19-03-2020 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 battery d4: model #: 1650de / catalog #: 1650de / expiration date: (B)(4) serial #: (B)(6) UDI #:(B)(4) d10: yes, return date: 09-sep-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 22-mar-2020 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unknown alarm and intermittent beeps. The controller was connected to a battery and controller ac adapter that were appropriately attached and had power. The controller screen displayed an orange triangle, and the patient does not recall the message on the screen at the time. The patient disconnected the controller ac adapter and replaced it with a battery instead and the alarm resolved. Then, the patient attempted to recreate the alarm by re-connecting the controller ac adapter but was unable to replicate the alarm. A second incident occurred a few days later in which the patient reported a no power alarm when the controller was connected to two batteries. It was thought the batteries had a poor mechanical connection. The controller was exchanged and the ac adapter and two batteries will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1103 vad (B)(6) 2020. Additional products: heartware ventricular assist system ¿ controller ac adapter model #: unk / catalog #: unk / expiration date: unk / serial #: unk UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: unk / serial #: unk UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: unk / serial #: unk UDI #: asku. Device available for evaluation: no. Mfg date: unk. No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.